Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2019-jul-17. It was reported that the motor stalls were caused by "low battery." The pump had not yet been replaced. The hcp noted they had "extended the battery life by another 12 months," which conflicts with previously received information noting that the pump was turned off with a password. The patient's weight was provided. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (s/n (B)(4)) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. Analysis of the implantable catheter segment (s/n (B)(4)) found no significant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving compounded baclofen 2000 mcg/ml; 649.9 mcg/day via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2019. It was reported the patient resides in a group home and the pump was alarming a single tone. The patient had a recent refill. Per the refill programming report the reservoir volume was updated. The alarm was occurring every ten minutes. The pump was interrogated and confirmed the motor stalled on (B)(6) 2019 for a few hours and recovered. The pump stalled again on (B)(6) 2019 and has been stalling and recovering ever since. The hcp would like to shut the pump off. The passcode was provided, and the pump was shut off successfully. The hcp stated the pump was near end of service and planned to replace it. No symptoms were reported. The patient has oral baclofen if needed. No further complications were reported.